Event description:
It was reported that the patient presented to visit, with an alert for high voltage lead impedance low out of range. It was noted that previous alerts showed low high voltage lead impedance. It is suspected that the high voltage lead impedance is set to low which triggered the alert. The lead remains implanted. The patient condition is good.

Manufacturer narrative:
All info provided by the MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.